Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed that the spring tip was elongated. A fracture in the stainless steel tip was noted 1.8cm from the centering sleeve. The remaining 0.8cm tip was still attached to the ballweld. The outside diameter of the wire was measured in three locations and was found to be within specifications. A microscopic examination of the stainless steel tip fracture surface revealed a torsional action and that the proximal site had been cut and/or shaved. Smeared material was noted. No evidence of fracture was found on the proximal site, however, 0.5cm of the stainless steel tip samples are missing. No material anomalies were detected. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that while removing 185cm iq straight tip guide wire from the protective hoop, the physician noted the tip was "accordioned". The device was not used during the procedure. Another of the same device was used to complete the procedure. No patient complications were listed and the patient's status was reported as "fine". Device analysis revealed a guide wire fracture.